Manufacturer narrative:
Concomitant products: 6057-58 adaptor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pause when moving their arm above their head and syncope. It was further reported that the right ventricular (rv) lead exhibited unstable threshold, oversensing and noise. The rv lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.